Event description:
The procedure was a cross-over technique to treat the iliac. An arrow catheter sheath introducer was used for the procedure. The smart control stent could not be released and there was difficulty withdrawing the device through the guide/sheath. Eventually, the physician was able to retrieve the whole system. The procedure was completed with another smart control stent.

Manufacturer narrative:
The product is available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.